Manufacturer narrative:
The device logfile was made available for evaluation. "Motor stalled" and "motor slow" entries were found during the reported date and time of event (2022-12-29 at around 8am). The possible root causes are manifold. During on-site checking in follow-up to the event, the draeger technician replaced the ventilator motor and the light barrier cable. Unfortunately, the parts were not available for investigation at the manufacturer's site. Thus, the exact root cause could not be finally determined. In general, the device monitors the speed, rotation angle and other performance parameter of the motor continuously. Any speed fluctuations or other deviations may result in a divergence between expected piston position and the real hub that has been performed. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. In case automatic ventilation is shut-down manual ventilation and monitoring functions remain available. As the root cause for the stalled motor could not be determined, a corresponding risk assessment is not possible. However, based on the performed investigation, draeger concludes that the device behaved as specified upon the detected stalled/slow motor and alarmed accordingly. There were no patient consequences reported. As further reported from the technician, the replacement of the parts fixed the reported symptom. There were no further problems reported since then.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.